Event description:
Pt tested blood glucose = 430 mg/dl on suspect device. Pt took 30 u of n. Insulin and went to dr's appointment where he "bottomed out". He was taken to ER where his blood glucose tested low. He was treated with glucose and is now okay. Pt's suspect strips expired 01-31-1997.